Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that she had issues with infusion sets. Customer's blood glucose level was over 600 mg/dl. The customer corrected her blood glucose level twice but it was still going up. The device was not returned.